Event description:
It was reported that the insulin pump alarmed no delivery before and during (B)(6) 2014. The customer's mother stated that she did not know how long this had been happening, but she did notice that her blood glucose reading was in the 500 mg/dl range. She stated that her daughter had not been getting basal deliveries, so she changed out her infusion site, and since then it had worked for her. The customer's mother did not have much time to talk. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.